Event description:
According to user facility, the device was in use with pt for 3 days when the pt's mother noticed a small crack in the eyelet of the flange. The mother then went to remove the tube and the eyelet broke completely. Replacement was required. No adverse effects to pt reported.

Manufacturer narrative:
The device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.